Event description:
A customer reported the inability to make a connection with an access administration set. According to the report, the customer noted that the luer lock connector did not rotate. This event occurred prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation outside of its original packaging. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.